Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 5fr glidesheath was used for an initial left radial artery access, upon insertion of the r2p device significant resistance was felt. Only 35 cm could be inserted before it was decided to not progress any further and the sheath was removed. Upon removal of the sheath, it was very tight as well. Once the sheath was removed, another r2p sheath, different lot was inserted in the same manner with no issues. The procedure was performed and the new sheaths were removed without further incident. The blood loss was less than 250cc's. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.